Event description:
It was reported that tip detachment occurred. A 0.014x300 platinum plus guidewire was selected for use with a non-bsc needle device. The wire lost its tip ability after three needle deployment attempts. The wire broke off which could have been left in the patient. The procedure was completed with a 300cm straight tip shorter taper platinum plus guide wire. No further patient complications nor injuries were reported.